Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was interrogated pre-implant and exhibited code 1003, which is indicative of battery voltage being too low for projected remaining capacity. It was noted the code was likely due to cold weather, and disk analysis was recommended. Subsequently, the pacemaker was implanted and remains in service. No adverse patient effects were reported.